Event description:
During a routine review in 2007 of scientific journals, an article was found that related the correstore patch to a pseudoaneurysm. The initial diagnosis was acute myocardial infarction in an anterolateral distribution and a large anteroapical aneurysm. A three-vessel coronary artery bypass grafting and left ventricular aneurysm repair using the correstore patch was performed in 2002. The pseudoaneurysm was discovered 2 years after the initial implantation of the correstore patch. It was purported by the authors that the sewing ring portion of the patch had separated from the patch and the main section of the patch had been incorporated into the scar tissue along the chest wall. The patient required a re-operation in which the correstore sewing ring section of the patch was removed. The aneurysm was repaired with a dacron patch. A six month follow-up showed no evidence of pseudoaneurysm.

Manufacturer narrative:
The incident was not reported to somanetics at the time of occurrence, but was received through a routine literature search by somanetics. Because the product was not returned, we were unable to evaluate the product to determine what role it may have played in the incident. It is suspected that during the procedure, the sutures may have been placed incorrectly inside the sewing ring. In addition to this report, there was only one other report that was purported to be related to the correstore patch. That report was received from the same case report article. MDR 1831181-2007-00008 was filed for that incident. For both incidents, the study author states that they believe these are the first reported cases of this complication associated with the use of the correstore patch. Somanetics has received no other reports of incidents occurring as a result of the correstore patch since it began marketing the product in 2002. The article title is "delayed left ventricle pseudoaneurysm after left ventricle aneurysm repairs with the correstore patch" and was published in the 2007.02.009 edition of the "the annals of thoracic surgery".